Event description:
In 2008, the pt reported insulin has been leaking into the cartridge compartment of his infusion device. The amount of insulin was small and he stated there was not enough insulin to pour out of the device. The pt said he dried out the insulin in the compartment with a cotton swab. During troubleshooting, he stated he has not been attaching the adapter and tubing to the cartridge prior to inserting the cartridge into his device. The pt was advised to do so. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.